Event description:
Complainant reports an over-delivery. The reported over-delivery was associated with respiratory re-intubation due to respiratory distress. According to the reporter, the pt was being fed in a non-flush mode. The flush line was clamped and it was noted that the pump read non-flush in the display. The pump had been set to deliver 19 ml per hour, however, after 59 minutes past, the pump delivered 25 ml of flush. The reporter questioned whether the pt may have aspirated the evening before.

Manufacturer narrative:
The quantum pump operating manual, pediatric use section, states, flush sets must not be used for feeding infants under 12 months of age.